Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler or reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The lot number for the reload was not provided and the color of the reload used was unknown. Incomplete instrument information was provided so no log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was an incomplete sureform cutting line when cutting the bronchus. The procedure continued as planned. There was no report of patient injury.intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.